Event description:
Initially it was reported that the system 98xt intra-aortic balloon pump (iabp)was not filling with helium. Later it was clarified that the iabp was filled with blood and the balloon was probably not filling with helium. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and advised that and found that the unit was flooded with blood. Therefore, the balloon is probably not filling with helium. The customer got an offer to repair, and are awaiting cost approval. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the system 98xt intra-aortic balloon pump (iabp)was not filling with helium. It was reported there was no injury.

Manufacturer narrative:
A getinge fse stated that due to the unavailability of parts needed to perform the repair, repair of the device is impossible to perform. No service support. Device deletion recommended. Device out of service. Due to the unavailability of parts needed to perform the repair, repair of the device is impossible to perform.